Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-00353 for the associated device. It was reported to boston scientific corporation on january 10, 2019 that two wallflex colonic stents were implanted to treat a 6cm stenosis in the sigmoid and descending colon during a stent placement procedure performed on (B)(6) 2018. According to the complainant, the first 12cm wallflex colonic stent (the subject of MFR. Report # 3005099803-2019-00353) was advanced through the endoscope and was deployed; however, the stent "jumped" and was placed not on the stenosis. A second 9cm wallflex colonic stent (the subject of this report) was implanted in a stent-in-stent placement. Reportedly, on (B)(6) 2018, post stent placement procedure, the patient experienced an abdominal pain. A computed tomography (CT) scan was performed and confirmed intestinal perforation. Reportedly, the perforation site was on the descending colon where the distal end of the 9cm wallflex colonic stent was in placed; however, the relationship between the stent and perforation was unknown. Antibiotic were administered to the patient. On (B)(6) 2018, the patient had expired. Per the physician, peritonitis was the cause of patient's death. Note: on january 23, 2019, boston scientific corporation received an additional information that the 9cm stent was a wallflex colonic stent.